Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was noted to have a tear, before the balloon was fully inserted into the patient. As a result, another balloon was prepared and inserted successfully. There was a report of delay in therapy. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the intra-aortic balloon (iab) was noted to have a tear, before the balloon was fully inserted into the patient. As a result, another balloon was prepared and inserted successfully. There was a report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is not confirmed. The returned iab bladder was fully intact with no abnormalities noted. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was not performed. There was no confirmed product failure with the returned sample. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.